Event description:
Baxter reported, "povidone iodine leaked from the connnection between a transfer set and minicap." No pt injury or medical intervention was associated with this incident, per baxter.